Event description:
During preparation for a case, the plastic air filter was broken, and in the thread, were the filter is screwed, is the rest of plastic air filter that cannot be removed. The pump could not be fixed.

Manufacturer narrative:
Device investigation: results code: the filter fitting has the end of a filter broken off inside it. The unit was plugged into the voltage converter and turned on. The pump runs smoothly and when the inlet is covered, the vacuum reached -26.0 in hg. The fitting however, will not accept a new filter therefore the pump is non-functional. Conclusion code: the damage noted in the service report and complaint is confirmed. The cause was likely over tightening of the filter into the fitting to a point where the filter broke.

Manufacturer narrative:
(B)(4).